Event description:
Complainant alleged that the telemetry unit clinicians were attempting to defibrillate a female patient(age unk) but device powered down when they attempted to defibrillate the patient. The clinicians were unable to obtain another device to defibrillate the patient. The complainant indicated that the patient subsequently expired.